Event description:
The port was placed 11/93 for chemotherapy. During an examination in 1996, the catheter was found to have separated from the port and migrated into the pt's vascular system near the lungs. The port and catheter were removed.

Manufacturer narrative:
The product code and lot number was recently provided to the MFR by the pt. The device history review showed no related mfg issues and one complaint of similar nature which was inconclusive as no product had been forwarded for evaluation.